Event description:
Technician reports procedure wave card would not read. Upon communication with the technician, it was learned that the event occurred while the wave card was being tested during weekly calibration of the system, and there were no patients involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).